Manufacturer narrative:
The device history record (DHR) for this device was reviewed and no previous issues were found. Additional information was received from registered nurse, (B)(6), on 28aug2024 following a request for additional information from belmont. The user facility representative stated that one of the infusates used was 25% albumin which is a contraindicated fluid that can lead to the reported issue. Based on this information the root cause is consistent with user error due to incompatible fluids being infused with the belmont. The anesthesia manager was informed that 25% albumin solution is not approved for use with the ri-2, per the belmont compatible fluids hand out. The manager stated that they would address the misuse with the anesthesia providers. Belmont has offered to perform an in-service with the customer.

Manufacturer narrative:
The biomed initially reported to belmont on (B)(6) 2024 that while infusing at max flow rate during a case with the patient, the flow rate started to drop then stopped with an overheat error. To date belmont has been unable to obtain additional details except that the patient passed away. Although the patient involved in the incident expired, there are no allegations that the device caused or contributed to death internal complaint file # (B)(4) was logged for this incident for traceability. The ri-2 involved in this incident was returned to belmont for evaluation on august 8th, 2024. An investigation of the device was performed and it was found the reported issues of the flow rate dropping and overheat error could not be confirmed after extensive testing at elevated temperatures for 48 hours. We checked the pressure calibration of the unit, power driver module and cpu board, and no issues were identified. We were unable to verify any malfunction with the unit. The disposable set involved was not returned with the unit, nor was the lot number of the disposable set provided therefore an investigation of the set could not be performed. All disposable sets are 100% leak tested and visually inspected prior to release. Medwatch mw5157832 was received by belmont on 2nd august, 2024 and confirmed by the user as linked to the incident reported by the user on (B)(6) 2024. During intraoperative massive blood transfusion, the belmont rapid fluid infuser alarmed "overheated" and slowed the rate down. The patient was becoming increasingly hypovolemic thus staff disconnected the machine and had to obtain a second device from nearby ICU. There was issues with supplies and staff had to run to a different ICU on a different floor to obtain needed supplies. It is possible contraindicated fluids were used with the device. The medwatch also included a list of drugs (concomitant medical products and other treatments) that may have been infused. The ri-2 is contraindicated for the use of drug adminstration. Belmont is attempting to obtain further information from the user. A follow-up report will be submitted once the investigation is complete.

Event description:
While infusing at max flow rate during a case with the patient, the flow rate started to drop then stopped with an overheat error.